Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary # investigation summary - it was reported that the tip of the disposable subcutaneous catheter passer broke off where you put the catheter. As the event indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The hcp was contacted to investigate the cause of the event; however, the information was unobtainable. As the device had been disposed of, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this was a known event as there was a report of tip of the catheter passer broke off. The respective risk management file and risk control number identified is (B)(4). The noted potential cause of this hazardous situation is the improper design of the obturator tip. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tip of the disposable subcutaneous catheter passer broke off where you put the catheter. It was stated the device broke off at the place where inserted (just distal to) in a groove in the handle. It was the piece of the plastic that the catheter attaches to that pulls the catheter through the rod. There was no injury to the patient, and no environmental/external/patient factors that may have led or contributed to the issue.